Event description:
Power injector to be used to administer contrast for coronary angiography. Lines were not flushed and the left coronary artery was injected with approx 7 cc of air. Patient required resuscitation with external cardiac massage, intubation, epinephrine, verapamil and dopamine. The patient responded well and returned to normal blood pressue and heart rate.